Event description:
Customer reportedly obtained results of 73 mg/dl and 480 mg/dl on the compact plus system within 10 minutes. Within an additional 10 minutes, the customer obtained a result of 80 mg/dl on the compact plus system. No adverse event reported. Customer was given juice after 73 mg/dl result. Requested return of suspect system and replacement was sent.